Event description:
The reporter indicated the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in the patient's eye on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to elevated intraocular pressure. The lens was exchanged for a shorter lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4): device evaluated by manufacturer? No. Lens not returned.evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl was explanted/exchanged for a shorter length lens, on the first post-op day, to address elevated iop. According to the completed form from the facility, dated on (B)(6) 2014, the lens was explanted to address excessive vaulting. Additional yag for pi was performed. Increase of intraocular pressure was reported but no value was provided. The patient experienced headache the night after initial implantation but didn`t report till the next morning. No loss of va (20/20) was observed before and after secondary intervention. The patient was under monitoring and icl was in a good position. Based on data for the icl's FDA premarket approval, most surgeons perform nd: yag pis, and approximately 5% of them do not function. Dilating the iris can often temporarily break the pupillary block. The definitive treatment is to enlarge the pi(s) and/or create additional pis, either surgically or with the nd: yag laser. An oversized icl (excessive vault) increases the risk of pupillary block in eyes with nonfunctioning pis, and such eyes generally will not respond to dilation to break the block so explantation of icl is necessary. Conclusions: based on the complaint information, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility reported the lens was implanted in the patient's left eye (os). The lens was explanted due to excessive vaulting, the patient experienced elevated intraocular pressure and another yag pi was performed. The patient had a headache the night after the surgery but the event was not reported until the next morning. The date of last visit - (B)(6) 2014, the patient is being monitored, va - 20/20, post-op pressure is 14mm hg, the lens vault is good and is in a good position.